Event description:
(B)(6) trial: it was reported that this patient experienced intermittent complete heart block. The patient was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. Prior to the index procedure, heparin or other anticoagulants were given and the patient received a loading dose of 325 mg of aspirin. A lotus introducer was placed, then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, the patient was noted to have developed intermittent av block. Two days post index procedure, an electrocardiogram was performed which revealed sinus bradycardia with av dissociation. That day, a single chamber pacemaker was implanted. Post pacemaker implant, an electrocardiogram was again performed and revealed wide qrs rhythm, right bundle branch block and t wave abnormality. The event is considered to be resolved.